Event description:
The customer received questionable calcium results since (B)(6) 2013 and stated questionable results were obtained for three patient samples on (B)(6) 2013. The samples were tested in aliquot cups processed by the modular preanalytic analyzer (mpa). The repeat testing was performed on another cobas c502. Patient sample 1 initial result was 10.1 mg/dl and the repeat result was 7.9 mg/dl. Patient sample 2 initial result was 11.6 mg/dl and the repeat result was 9.4 mg/dl. Patient sample 3 initial result was 11.2 mg/dl and the repeat result was 8.7 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The calcium reagent lot number and expiration date were requested, but were not provided. The field service representative found the gear pump was out of adjustment. He adjusted the gear pump pressure, replaced all pipettor seals, cleaned and checked all probes, mixers and rinse nozzles and checked all pressures. The customer ran post service qc on all tests and all qc was in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.